Event description:
Event description guidant received information that this coronary sinus lead dislodged while CPR was performed on this patient. The resuscitation was performed 45 post procedure due to the patient's history of lung disease and the administration of anesthesia. The patient was successfully resuscitated and found to have a left ventricular lead dislodgement due to the chest compressions.